Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a zelantedvt thrombectomy. The pump, shaft, and tip were microscopically examined and it was observed that the there was a leak at the outer shaft midjoint at approximately 10cm from the tip of the catheter. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product along with procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28 nov 2016. It was reported that an error message displayed prior to aspiration. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the iliac vein. The device was successfully primed and was placed inside the patient. However, an error message about a bubble in the line along with requests to reset and re-prime displayed on the console prior to aspiration. When they re-primed it, it would not prime past 12 seconds as the error message kept displaying. It said to get a new catheter. Another of the same device was used to complete the procedure. There were no patient complications and the patient was fine. However, device analysis revealed a shaft leak.